Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the material inside the suction channel was not just dirt but a three-dimensional foreign material. Other observations for the device are: angle knob play; poor insertion; drainage failure; light guide lens adhesive part peeling; distal end rubber coating adhesive part chipped; angle insufficient; and ig serpentine has scratch and wrinkle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation of the issue of dirt found inside the suction channel. There is no reported harm to any patient. Upon first inspection of the device by the olympus field service engineer, it was observed that the dirt was actually a foreign material of three-dimensions. This medwatch is being submitted for the three-dimensional foreign material found inside the suction channel during the first inspection.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 09-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to silicone-based substances which are used in various applications such as watertight packing, silicone-based adhesives, and silicone members. , injection tube, cleaning tube, water tank deterioration, etc.) And peripheral equipment becoming adhered to the device. Olympus will continue to monitor field performance for this device.